Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized that same day due to the event. The cause of the peritonitis was unknown. Treatment for the event and a hospital discharge date were not reported. At the time of this report, the patient was recovering and therapy with dianeal was ongoing. The nurse stated that the event of peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11h19042, h11g21065 and h11f15101 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.